Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and corrected information. Pictures have been received. The reported event was confirmed as it can be seen that the inner cement pouch sealing is discontinuous. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that it was found that the inner sterile packaging was found opened during the operation, the doctor use an other product to complete the operation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore, it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that it was found that the inner sterile packaging was opened during the operation, the doctor use an other product to complete the operation. No adverse events have been reported as a result of the malfunction.